Manufacturer narrative:
This is a supplemental report to provide additional information. Omsc evaluated the subject device, it was found a pin-hole at the camera cable of the subject device and the water-tightness could not be ensured. The reported blurred endoscopic image could not be reproduced. The device history record was reviewed and found no irregularities. Based on the investigation result so far, omsc surmised that the reported blurred endoscopic image was caused by the following mechanism in theory. -the pin-hole was generated since the user handling of the subject device was not adequate during reprocessing. -water irrupted into the subject device from the pin-hole. -the endoscopic image on the monitor became blurred. The otv-s7h-d-l08e instruction manual states the corresponding method when there is an abnormality for the device and handling method of a camera cable.

Manufacturer narrative:
The referenced otv-s7h-d-l08e has already been returned to olympus medical systems corp. (Omsc) for evaluation, however the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during the unspecified procedure, the endoscopic image on the monitor became blurred. The facility changed the otv-s7h-d-l08e to the other similar device and the procedure was completed. There was no report of the patient¿s injury regarding this event.